Event description:
It was reported that the patient presented in hospital due to experiencing fever. Further review of the patient revealed that the patient had bacteremia, infection, and endocarditis. The implantable cardioverter defibrillator was explanted. Patient was stable post procedure.